Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip deployment did not occur properly. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with one arm broken. It was possible to observe that the catheter was kinked at the proximal section. Additionally, it was observed that no activations had been performed. Microscope examination was performed on the clip assembly, and it was confirmed under high magnification that the broken section of the arm showed evidence of corrosion. Functional evaluation was performed using a tortuous path; all activations had been performed, and the clip was able to open, close, and release from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip deployment did not occur properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip deployment did not occur properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.